Manufacturer narrative:
Tech found the foot hi/low had a slow drift. Replaced the valve in the foot hi/low to resolve this issue.

Event description:
Bed was located in the repair shop. There was no pt impact. Allegation that the foot hi/low had a slow drift.